Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no reservoir alarm or no delivery alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08835 inches. Pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 463 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Prior to the hospitalization, the insulin pump had alarmed no delivery. The insulin pump was not able to prime the desired about of units; only 1 drop came out despite an attempt to deliver 11 units. The insulin pump was returned for analysis.